Manufacturer narrative:
Lot 14650913: UDI (B)(4). Lot 15819403: UDI (B)(4). Additional devices implanted and/or related to this event: dsl2428j/15819403 the review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal sheath instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an impending rupture of descending thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu404015j/15912877). The physician advanced a 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/14650913 or dsl2428j/15819403) from the right side and deployed the endoprosthesis without issue. Upon withdrawal of the introducer sheath, blood flow to the patient¿s right lower extremity was restricted. Intra-procedure angiography revealed an access vessel injury ranging from the right external iliac to the right common femoral arteries. It was reported that the patient¿s access vessel had been calcified prior to the initial procedure. Additionally, it is unknown which of the reported introducer sheaths could have caused or contributed to the access vessel injury. The physician performed a surgical repair of the access vessel injury. The patient tolerated the procedure.